Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate shock. Programming changes were discussed. The patient was stable. The patient is also being monitored.

Event description:
New information received noted that programming changes were made on may 22, 2019 and the issue was resolved. The patient was stable after the changes were made.